Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported at the customer site that the audio did not work on the speaker after upgrade. It is unclear whether the device was being used on or off the network at the customer site. There was no patient involvement.